Event description:
During the index procedure, two resolute integrity stent was implanted into the lad. Approximately 14 days post index procedure the patient suffered from a myocardial infarction, stent thrombosis and restenosis. It is reported anti-platelet medication had been discontinued. On the same day the three events were treated with a target vessel revascularization. The patient recovered.

Manufacturer narrative:
During the target vessel revascularisation ballooning was used. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.